Event description:
User experienced a leak from the analyzer. No patient samples were affected. No operators were harmed. The field service representative determined the cause to be a damaged f4 water filter and replaced filter. Performance tests were performed and within specification.